Event description:
On 27-apr-2022, a spontaneous report was received from the united states via email from a consumer regarding a male consumer (age not provided) who used thermacare lower back and hip l/xl heat wraps. Medical history included arthritis in the knees and prior use of thermacare lower back and hip heat wraps without issues. Concomitant products were not provided. On an unspecified date, the consumer purchased a package of thermacare lower back and hip heat wraps. On an unspecified date, after the consumer opened the package, he discovered that 6 to 7 wraps were damaged. It appeared that the wraps were cut incorrectly which exposed the heating material to the air. No additional information was provided.

Manufacturer narrative:
The root cause cannot be identified. There was limited device-specific information provided, the batch number was not available. Without a batch reference number, or a returned sample for evaluation a manufacturing and technical assessment cannot be completed for the wrap involved in this case. No product quality-related trend was identified for the subclass heat cell damaged/leaking. The manufacturing operations employ quality control procedures, including process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is a product quality complaint for a heat cell damaged/leaking; risk calculation would be determined as major-skin burn.